Event description:
It was reported that an omniwire was used in a coronary procedure. During use, the wire could not be normalized. Another wire was used to complete the procedure with no patient injury reported. During the product return evaluation, it was found that the pressure sensor was slightly raised from its housing with sharp edges observed. This product problem is being submitted due to sharp edges. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is united kingdom. Block h6: the probable cause of the sharp edges likely occurred during use/handling. Manipulation and strain can damage internal components and result in the reported failure. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.